Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
Information received by medtronic indicated that the insulin pump received motor errors and battery life had diminished slightly. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer was able to complete insulin pump rewind. The customer reported that the drive support cap was normal. The customer declined troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.